Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the administration port of an intravia empty container could not be disconnected from a non-baxter administration set. This occurred during infusion of fentanyl and bupivacaine. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.